Event description:
Customer reported that the end of the pump is cracked. Nothing further reported.

Manufacturer narrative:
Unit returned with cracked end cap and extended to above corner of display window. Unit had missing end cap sticker.